Event description:
A cartridge change error was reported with the customer's pump. There was no adverse impact to the customer's blood glucose level. Technical support guided the customer to inspect and clean the pump's pneumatic tap area and ensure proper cartridge attachment. The customer successfully loaded the cartridge onto the pump but declined to complete the load process to resume insulin, indicating they would call back if further assistance was needed. The case was closed by technical support.